Event description:
It was reported that over the last two months the patient noticed a change in symptoms, such as motor control, dementia, hallucinations, memory problems, clumsiness, and shuffling of feet that contributes to the possibility of tripping and falling, which he had done. The patient in (B)(6) saw his neurologist, who changed two of his medications, and the patient believed the changes could be related to this change. The patient did not know if he was at the right level of control for his condition or whether this was typical for him or not. The patient had an appointment to see his physician again next month. Subsequent information received reported that the patient was still having concerns with his device or therapy, but was working with his doctor or manufacturer representative. An appointment date of (B)(6) 2012 was noted. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v067936, implanted: (B)(6) 2008, product type lead; product ID 3389s-40, lot# v067936, implanted: (B)(6) 2008, product type lead. (B)(4).